Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rise/ elevated threshold in the his bundle lead connected to the left ventricular (lv) port.  It was noted there was transition to ventricular pacing via right ventricular catheter for threshold elevation at the level of the conduction system pacing catheter. The lead remains in use. No patient complications have been reported as a result of this event.